Manufacturer narrative:
E1: patient city: (B)(6). Patient country: romania.

Event description:
Unomedical reference number (B)(4). Event occurred in romania it was reported that the patient faced an event of detachment of the infusion set as the infusion set tubing came apart after being used for 1 day. The siite location was right abdomen and the pump was located in the right pocket in relation to the site. The location of detachment was reported to be quick release and the patient was sitting at time of event. There was no stress or pull reported on the tubing also pump wasn't dropped with the set connected to their body. No further information available.